Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Post paced t wave oversensing was noted via stored egm. The patient did not receive therapy. Reprogramming changes were recommended, however, the physician does not want to perform any further testing on the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).